Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited error code 41786 and a number on the side, 0004. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
H3: one device was returned for repair with complaint that pump exhibited error code 41786. Found error code 41786 (check charge on coin battery) in the event log, confirming event. No service history found. Visual/functional testing was performed. Charged pump for 3 days to charge the coin battery. Device passed testing criteria post repair.